Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient said their ins is not working and it is now causing them pain when they try to sit down. The patient added that a second healthcare provider (hcp) has done surgery, determined the ins was out of place, and told the patient not to "scoot"; MDR interpreted the ins migrated out of position. The patient added that they have turned their device off and they've done everything they can to get the device working. They also noted that they might have to do the surgery themselves and yank out the device. The patient noted that they get up to go and everything comes out. The call center reviewed their role; the patient was redirected to their hcp to follow up with their therapy concerns. No further patient complications have been reported as a result of this event.